Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #30 (type 1 bone). Primary stability was achieved. Osseointegration was not achieved. A previous graft was performed on (B)(6) 2012 of the surgical site. The clinician states that the pt had no symptoms only when the healing abutment was torqued. The implant was removed on (B)(6) 2013. Medical history: no significant findings.